Event description:
It was reported via repair work order that the power cord had damaged sheathing and the power cord inlet filter was cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.